Event description:
A user facility reported a burn to the neck post vaser treatment. Available picture was reviewed were reviewed by the medical reviewer and a burned area is visible on patient's neck. The vaser settings were reported to be at 90% power. Several attempts were made to collect more information and no response has been provided by the customer.

Manufacturer narrative:
No product was returned for evaluation despite multiple requests. The safe and effective use of this medical device depends to a large degree on factors solely under the control of the operator. It is important that all operators of the vaser surgical system read, understand, and follow the operating instructions supplied with equipment. Use of this device is limited to those physicians who, by means of formal professional training or sanctioned continuing medical education (including supervised operative experience), have attained proficiency in suction lipoplasty. Vaserlipo system risk assessment lists patient burns as a possible complication of treatment. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based off the lack of information provided by the customer, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.